Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited an increasing shock lead impedance over to 112 ohms. Boston scientific technical services (ts) was consulted and discussed it had been a gradual increase over the last nine months. At that time the clinic opted to continue to monitor the patient. Three months later the remote home monitoring system issued an alert for high out of range shocking impedance measurements. Ts was consulted and discussed the option of further testing. Multiple attempts to obtain further information from the clinic have been unsuccessful. At this time the crt-d and rv lead remain in service and no adverse patient effects were reported.